Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they discussed placing a thin blanket or towel between the patient's skin and universal pads. Nurse stated they attempted therapy at 5:24, but around 9:30 they had too many alarms stopping therapy, so they decided to temporarily pause therapy in an arctic sun device. Alerts were 14 (patient temperature 1 probe out of range), 113 (reduced water temperature control) and 45 (ac power lost). They have replaced the temperature probe, but the patient temperature 1 was still not reading. Confirmed it was reading on a monitor. Suggested they get a new temperature cable as therapy could not run without stable patient temperature 1. Baby was 13kg and they did not have small universals. Talked through utilizing other pads and discussed how to properly use pads with patient. Nurse was going to grab a new cable and call back for troubleshooting the 113.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. They discussed placing a thin blanket or towel between the patient's skin and universal pads. They have replaced the temperature probe, but the patient temperature 1 was still not reading. Confirmed it was reading on a monitor. Suggested they get a new temperature cable as therapy could not run without stable patient temperature 1. Baby was 13kg and they did not have small universals. Talked through utilizing other pads and discussed how to properly use pads with patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they discussed placing a thin blanket or towel between the patient's skin and universal pads. Nurse stated they attempted therapy at 5:24, but around 9:30 they had too many alarms stopping therapy, so they decided to temporarily pause therapy in an arctic sun device. Alerts were 14 (patient temperature 1 probe out of range), 113 (reduced water temperature control) and 45 (ac power lost). They replaced the temperature probe, but the patient temperature 1 was still not reading. Confirmed it was reading on a monitor. Suggested they get a new temperature cable as therapy could not run without stable patient temperature 1. Baby was 13kg and they did not have small universals. Talked through utilizing other pads and discussed how to properly use pads with patient. Nurse was going to grab a new cable and call back for troubleshooting 113.